Event description:
The customer reported a (B)(6) reaction of an auto anti-e with biotestcell-i11. Customer could send us neither the pt sample nor the complained lot of biotestcell-i11. When we received the complaint, the complained lot of biotestcell-i11 was expired more than one month and the retention sample was already discarded. Therefore, a testing of retention sample couldn't be performed. At final serological control, the complained lot of biotestcell-i11 was tested with anti-e among other things. All (B)(6) identification cells of biotestcell-i11 reacted correctly (B)(6). Summary: the testing of the qc lab at final serological control confirmed the correct function of the complained lot of biotestcell-i11. Related to the complained issue, we had no further complaints of this lot of biotestcell-i11. A handling's failure of customer cannot be excluded. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.

Manufacturer narrative:
(B)(4).